Event description:
A malfunction on the pump was reported by the customer. There was no information available regarding any impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue occurs again.